Event description:
It was reported by service report that the bed foot-end was drifting down, causing inaccurate scale readings. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Actuator nut within lift motor assembly molded outside of specifications.